Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No motor error alarm. Motor passed motor test. Device had minor scratched lcd window, cracked case near display window corners, broken belt clips lot, cracked reservoir tube lip and cracked lcd window. Device passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 6.0 mmol/l. The customer had 2 times motor error during 3 hours. Customer was advised to stop using the device.